Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported 3-4 days ago they went to check their settings and were on 1.15 and 1.19, and then the settings all of a sudden shot up to 3.15 and their arms and legs were going crazy. It was unknown what led to the issue. During the call the consumer went into their settings, and they were at 1.8 and 1.1 for their settings, and that¿s where they wanted their settings. It was reviewed if the patient accidentally tapped the revert therapy screen it would revert the patient¿s settings back to how they were originally programmed; the patient thought this is what happened when the settings ¿show up.¿ the patient was going to try and avoid pressing the revert therapy part of the screen.